Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low results for an unspecified number of patients tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The customer stated she observes this "several times" during normal routine runs each day with different patient samples. Very often the initial result is < test (1.2 pg/ml) and the repeat is between 10 ¿ 25 pg/ml. The customer stated sometimes the initial result is a bit higher (5 ¿ 15 pg/ml) but when the samples are repeated the results are "clearly higher." The specific repeat results were not provided. The customer provided specific erroneous results for 1 patient sample. The erroneous result was not reported outside of the laboratory. The initial pth stat result was < 1.20 pg/ml. The sample was repeated and the result was 24.54 pg/ml. The repeat result was believed to be correct since it matches the patient¿s history. The patient was not treated. There was no allegation that an adverse event occurred. The pth stat reagent lot number was 26050001 with an expiration date of 31-dec-2018. The field service engineer (fse) visited the customer site. The customer exchanges pinch tubes on their own and the fse noticed that these tubes were not properly placed or attached. The fse detected a drift in calibration signals and performed a cell blank check. The cell blank signal was high indicating the need for a measuring cell adjustment. The fse also checked the speed of the bead mixer which was 2500 rpm. The specified speed is 2000 rpm. The fse adjusted the speed of the bead mixer to the correct speed.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. The fse identified multiple instrument issues during the service visit but it was not possible to determine which issue led to the low results. The customer has not had additional issues since the service visit.